Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, loose drive support disk and cracked reservoir tube lip. The drive support disk was inspected and found protruded.

Event description:
It was reported via phone call that the insulin pump is not pumping out any insulin. The customer has to push it with her finger to get insulin. The customer's blood glucose was unknown. The customer reported the piston is not moving, she has to push the bottom to give herself insulin. The drive support cap was flush. The customer was advised the pump will be replaced and to revert to back up plan.